Manufacturer narrative:
The AED was received and evaluated by cardiac science. A test battery was installed in the AED and, after opening the lid, the AED prompted service required and the service indicator led was lit. Examination of the AED's self-test history and log showed there was an error that indicated the AED needed to be serviced. The AED would have alerted that service was needed by turning the rescue ready indicator red and beeping every 30 seconds. The error first appeared on (B)(6) 2018 which is before the date ((B)(6) 2018) the rescuers attempted to use the AED on a patient. The AED needed to be serviced and was not ready for use at the time of the rescue. The AED was operating as intended by alerting the users that it needed to be serviced. The AED evaluation could not determine the cause of the service required error and the problem was not duplicated under normal conditions.the AED has been serviced and is being returned to the customer.

Event description:
Ge healthcare reported an incident to cardiac science that occurred in spain. After the AED was connected to the patient it indicated maintenance was required. The AED could not be used in the rescue and no shocks were given to the patient. The defibrillator was replaced by another available unit and sent to the repair center. There were no physical consequences to the patient. The customer verified the pads and battery were operative. The AED's self-test history was downloaded and showed an error.

Manufacturer narrative:
A cardiac science distributor is currently attempting to contact the customer to retrieve the AED and obtain more information about the event.

Event description:
Ge healthcare reported an incident to cardiac science that occurred in (B)(6). After the AED was connected to the patient it indicated maintenance was required. The AED could not be used in the rescue and no shocks were given to the patient. The defibrillator was replaced by another available unit and sent to the repair center. There were no physical consequences to the patient. The customer verified the pads and battery were operative. The AED's self-test history was downloaded and showed an error.